Event description:
This unsolicited device case was received from united states on (B)(6) 2014 from a physician. This case concerns a pt who reported that the fluid showed an unusual organism after receiving treatment with synvisc-one injection. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On (B)(6) 2014, the pt received treatment with first synvisc-one injection, at a dose of 6 ml, once (route, batch/lot number and expiration date unk) in right knees for knee pain. Two days post injection, pt was presented with acute pain and swelling. On an unk date in (B)(6) 2014, fluid was aspirated (unk amount of fluid aspirated) and culture of fluid showed an unusual organism (streptococcus species (mitis/oralis)). In (B)(6) 2014, pt was admitted to hospital and other aspiration also showed the same organism. The pt was treated with orthoscopic surgery and intravenous antibiotics (unspecified) for four days. On an unk date in (B)(6) 2014, the pt was discharged from the hospital. Outcome: unk. Seriousness assessment: the fluid showed an unusual organism: serious (required intervention) and hospitalization. A pharmaceutical tech complaint (ptc) was initiated with global (B)(6). The product lot number was not provided; therefore, a bath record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individual responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Additional info was received on (B)(6) 2014. Ptc investigation number and results received. Text was amended accordingly. Sanofi company follow up comment dated (B)(6)2014: in this case, the follow up info received, does not change the previous case assessment. Sanofi company comment dated (B)(6) 2014: in this case, the causal role of synvisc one cannot be excluded for the occurrence of the event of fluid showed an unusual organism (symptoms: joint pain, joint swelling and joint effusion), however, the lack of info regarding the underlying medical history and the concomitant medications, past drugs used by the pt precludes the complete case assessment.